Event description:
It was reported by the customer that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off during testing. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse ran the battery run-time test, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off during testing. There was no patient involvement, and no adverse event reported.